Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during basal. The customer's blood glucose was unknown at the time of incident. The insulin pump was able to rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.